Event description:
It was reported that after the initial realize band implant, during the office visit, it was noted that the area around the port was inflamed, the fill was not done on (B)(6) 2011, the patient was admitted with cellulites of the abdominal wall. On (B)(6) 2011, the port was removed. Purulence was noted under the incision, a culture was obtained. On (B)(6) 2011, results of the culture showed that it was mycobacterium fortuitum. The result of the culture was not received for two weeks. On (B)(6) 2012, a total laparoscopic removal of the band was performed. Cultures grew acid fast bacillus. In (B)(6) 2012, the patient was readmitted for treatment of the infection which had spread through the abdomen, fever, pain. At that time two drug treatments were given. The patient has been on antibiotics for some time. The hospital is investigating how the first culture was missed. The device and port was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process. A review of the bioburden level was performed and it was noted that no action alarm was observed on the product.